Event description:
Pt reported that they awoke (on day of report) with a blood glucose of 543 mg/dl, so they delivered an insulin bolus. Pt's blood glucose was "hi" later on, so they delivered insulin via injection. Pt went to the ER where their blood glucose tested at 532 mg/dl. Pt was treated with IV insulin and released the same day.